Manufacturer narrative:
Concomitant products: 4194 lead implanted. (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds had risen to a high range and were unstable. The elevated thresholds caused rapid depletion of the cardiac resynchronization therapy defibrillator (crt-d) battery. The lead was capped and replaced while the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.